Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User reported that while changing their infusion site, they found the adhesive on the site had been crumpled and was unusable. The patient experienced an elevation in their blood glucose levels while attempting to insert a working infusion site. The patient's blood glucose is typically around 140mg/dl, but rose to 200. No further adverse effects to patient reported.